Event description:
The customer reported that a light cord looked like it melted in a tyvek pouch after being processed in the sterrad. There were no injuries reported. The customer reported that the damage was due to customer error - new staff member - and the light cord was not supposed to be pouched.